Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, wife called on behalf of her husband. She said that her husband has discomfort in his left hip. He had a f/u on (B)(6) 2012. She noted that pt will have MRI and blood work on (B)(6) 2012. She mentioned that testing will be done in an out-of-network hospital and pt will take a day off work.